Manufacturer narrative:
Programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4); lead model 39565-65, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown; extension model 365538, serial #(B)(6), implanted: (B)(6) 2011 explanted: unknown; anchor model 3550-39, serial #(B)(4), implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient programmer displayed a power on reset message which was subsequently cleared. There were no reported recent over discharges. Additional information has been requested, but was not available as of the date of this report.